Event description:
During remote monitoring, episodes of myopotential oversensing and far-field r-wave oversensing which resulted in inappropriate automatic mode switch (ams) were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.